Event description:
A malfunction was reported on the customer's pump, identified by a malfunction code malf 9. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, but the issue recurred. Consequently, the customer's pump, which was out of warranty, was scheduled for replacement, and the customer expressed interest in obtaining an out-of-warranty loaner pump.